Event description:
Rn was hanging an angiomax drip in the catheter lab. Bag was mixed, tubing primed and roller clamp was tight. IV tubing was placed into the pump and door closed. Ran through the startup process with pump. Set rate at 30 ml/hr. Started the infusion and got a high pressure alarm and noticed the angiomax freely running in the drip chamber while on the pump and the high pressure alarm sounding. The clamp between the patient and the pump was still in the closed position. The pump was stopped. Only approximately 3-5 ml infused. No harm to the patient.